Event description:
It was reported that in preparation for a rotational atherectomy procedure, a burr detachment occurred. During platforming of the rotalink plus system outside of the body at approximately 150,000 rpms, the burr detached from the catheter and remained on the wire outside of the body. As this was outside of the pt, there was no consequence to the pt. The wire was exchanged and another rotalink plus system was used to successfully complete the procedure. Pt status was reported as 'ok'.

Manufacturer narrative:
(B)(4).